Event description:
It was reported by the patient that they wound up with post-implant phrenic spasms in the solar plexus area. Programming adjustments were made and the left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.